Manufacturer narrative:
Device evaluation summary: device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon evaluation of the electrode belt, the belt failed ECG fall-off testing. Upon evaluation, the blue (+5v) wire inside the cable connecting the distribution node (dn) and ECG electrodes c and d was damaged at the connector. There is no indication that the damaged wire caused or contributed to the patient's death. The lifevest was able to detect the arrhythmia and deliver two treatment shocks. The damage likely occurred during device removal as the damage is consistent with the report of the paramedics damaging the equipment. Device manufacture date: monitor: 07/07/2014, belt: 05/13/2015.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away. The patient was reportedly at home, feeling bad, cold and sweaty. The patient became unconscious and the patient's son reported that the lifevest delivered two treatment shocks. The patient reportedly regained consciousness for a short time and again became unconscious. The patient's son performed CPR and contacted ems. Ems reportedly cut the electrode belt off and transported the patient to the hospital where he passed. Review of the download data indicates that the lifevest delivered two treatment shocks during ventricular fibrillation. The rhythm after the first shock remained in vf. The rhythm after the second shock was bradycardia from 20bpm to 30bpm transitioning to asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected approximately 10 minutes later.